Event description:
It was reported that the pt underwent a face lift procedure in 06/2003. At one day post operative the drainage system on the right side of the pt was not draining correctly. Pt developed a hematoma and edema and required re-operation.